Manufacturer narrative:
Results: the catheter is broken in two pieces. Conclusion: the complaint is confirmed. Based on the observations during the evaluation and the description of the event, the catheter was likely damaged during removal from the package. The tip of the catheter does not appear to be stuck on the packaging mandrel. There is nothing holding the catheter that would have kept it from being removed from the package or created resistance. Depending on how the catheter was handled during unpackaging, it is possible that the user attempted to pull the catheter from the shipping tube before the packaging mandrel was removed. Based on the crushed tip of the catheter, it is also possible that the user accidently held the catheter tip in place while pulling on the hub end during removal from the shipping tube. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The nurse described that the catheter was damaged when removed from the package. There was some kind of string noted as well as resistance when removing the catheter. The catheter was described as having a crushed tip with the incorrect tip shape.